Event description:
The customer reported that the unit had no image while trying to fluoro. The unit was rebooted and the study was finished.

Manufacturer narrative:
The ge service rep ran tests and looked into all error logs and found no inconsistancies. He could not repeat the problem. The unit is functioning as expected.